Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe integrated electrosurgical unit (iesu) generator was analyzed and the reported failure could not be reproduced. During the field evaluation, the iesu energized and cauterized, and all ports recognized instruments. The visual inspection showed the unit in good condition. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 01/03/2024, the following additional information was obtained from the original equipment manufacturer (OEM): during the investigation, several notifications "m-36" were found in the error listings related to the activation request for a high-frequency output, which has been locked by the da vinci system. The erbe generator was functioning as intended. Unrelated, a system calibration was executed due to the pre-check bipolar outputs being lower than desired. Both monopolar and bipolar sockets (worn) and the front frame (cracked) were replaced. Further servicing included a system calibration and technical safety check. The erbe generator was functioning within specifications.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical territory associate (csa) contacted the isi technical support engineer (tse) to report that monopolar and bipolar energy was not working. The system logs showed errors indicating that the instrument(s) were not connected to the integrated electrosurgical unit erbe (erbe) generator. The customer replaced the bipolar instrument cord and the instrument, and the issue persisted, but the instrument connection flashed on and out, intermittently. The customer replaced the monopolar cord and the issue persisted. The isi tse recommended power cycling the erbe vio but the issue persisted after the power cycle. The isi tse recommended trying the other/unused monopolar and bipolar ports on the erbe, but the issue persisted. The customer and cta were exploring options for using an alternate generator. The si tse advised cta that the only validated alternate is the force triad. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the initial reporter informed that the procedure was completed using vessel sealer extend and e-100 generator.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the integrated electrosurgical unit erbe (erbe) generator to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis and is in progress. Isi has received the part; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.